Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, patient experienced intolerance to the multifocal lens, spiderwebs, glare, halos, and inability to see. The iol was explanted and exchanged in a secondary procedure for a different model iol.